Event description:
It was reported that the battery depleted faster than usual. The pt had used the same settings as a previous device and that had lasted almost twice as long. The device was explanted. No symptoms or further outcome were reported. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.